Manufacturer narrative:
No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or info provided with the device.

Event description:
Depuy spine legal dept was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with charite discs in 2006 at l5/s1. In 2007, x-ray showed that the disc was out of position. A revision was performed and the charite removed. Pt reports to have continued pain.